Event description:
The customer received a control reading of 229 mg/dl on the contour next ez. The meter did not automatically mark it as a control test, which will be displayed as a blood result when accessing the meter's memory. No adverse event was alleged. The control solution was expected to be returned for investigation. New meter, strips and control were sent to the customer.

Manufacturer narrative:
See remedial action and correction/removal reporting number. This information was not provided in the initial report.